Manufacturer narrative:
Medwatch sent to FDA on 04/21/2016. Concomitant therapies: juvéderm® volbella¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, hardness, lumpiness, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain, swelling, hardness, lumpiness, and biofilm as follows: precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported patient was injected with 2 syringes of juvederm voluma, as well as concomitant injection with 1 syringe of juvederm volift with lidocaine and 1 syringe of juvederm volbella with lidocaine. Four months later patient developed a "root canal infection" on the right side of the mouth and was prescribed antibiotics and steroids by an emergency dentist due to the patient being in pain and their face and lips had swelled. After three weeks the patient's lips are very hard and lumpy and the filler is palpable in the right cheek. The marionette on the right side of the patient's face is also lumpy and hard. The physician's opinion is that the patient "potentially had a biofilm formation due to the tooth infection." The physician is intending to "hyalaise the fillers," however this procedure has not been confirmed. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 08/22/2016.

Event description:
Additional information provided by healthcare professional: patient's dentist replaced the metal in their tooth with enamel. The patient's symptoms have "all resolved" and the patient is "really pleased with the treatment."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by healthcare professional: three and a half months after injection patient¿s ¿face had swelled and there was pain and tenderness in [the patient¿s] mouth.¿ eight days later patient developed a ¿root canal infection on right side of mouth¿ and an emergency dentist prescribed amoxicillin. Patient has had ¿dental problems on and off for a number of years¿ which had not been disclosed to the injecting physician at the time of injection. A few weeks later patient informed the injecting physician that the ¿filler in lips (top and bottom) had gone hard and filler in right cheek also gone hard.¿ after contacting a company representative the physician prescribed ciprofloxacin and clarithromycin which were advised by the representative. The lumps are still present, though not so hard. The patient did not want the lumps hyalaised. Patient¿s tooth will be extracted and the physician advised the patient to get an antibiotic prescription from the dentist. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00489 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.